Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard bc catheter splits. The following information was provided by the initial reporter: they are seeing that the IV catheters split while nurses are using them on patients.

Manufacturer narrative:
Investigation findings: our quality engineer inspected the representative samples submitted for evaluation. Bd received 217 sealed 22gx1.00in insyte autoguard devices from lot number: 4030768. A gross visual inspection of all the units showed that they are sealed in the packaging and do not have physical damage. No damage was observed on the unused catheters that could have caused or contributed to the reported event. A functional test was completed to measure the needle tip penetration force and catheter tip penetration force. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformance's associated with this issue during the production of this batch.

Event description:
No additional information.